Manufacturer narrative:
Device is combination product.

Event description:
It was reported that a dissection occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 28x3.50mm, concentric, de novo, target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. Following predilitation, a 28 x 3.50 promus elite drug eluting stent was deployed. Post deployment an edge dissection was noted and to cover it, a 20x2.75mm promus elite was deployed at the distal site. The patient is stable and responding well to medication.